Event description:
A doctor questioned the sodium results for six patient samples. Customer provided results for the six samples, repeat testing performed on same analyzer. Patient 1, initial sodium result 125 (accompanied by a data flag), repeat 138 mmol/l. Patient 2, initial sodium result 115 (accompanied by a data flag), repeat 129 mmol/l (accompanied by a data flag). Patient 3, initial sodium result 127 (accompanied by a data flag), repeat 140 mmol/l. Patient 4, initial sodium result 125 (accompanied by a data flag), repeat 140 mmol/l. Patient 5, initial sodium result 128 (accompanied by a data flag), repeat 140 mmol/l. Patient 6, initial sodium result 121 (accompanied by a data flag), repeat 132 mmol/l (accompanied by a data flag). Initial results were reported, the physician requested the patients be redrawn and the ises were retested using the new samples (refer to section b-6 for these results). Sodium electrode lot # was 21594715. The field service representative found the cause was the ise tubing and he replaced the tubing. He performed performance tests, calibration and qc which were within specification.